Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins were not stuck or contaminated. Engineering also found bent grips, deep scratches on main tube. One grip was bent, causing side-to-side misalignment of grips. There is a .0545 offset at the tips. Engineering concluded that the damage was likely due to mishandling. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the maryland bipolar forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.